Event description:
It was reported that a (B)(6) black or african american female patient underwent primary breast augmentation with 370cc mentor memorygel breast implant on the left side, and with 350cc mentor memorygel breast implant on the left side, and experienced right side capsular contracture; baker grade iii. As a result, the patient underwent unilateral right side explantation and replacement with catalog number smpx405; serial number (B)(4) on (B)(6) 2021. On december 30, 2021, mentor became aware that the right side device was discarded. And hence, will not be returned for evaluation. Mentor also became aware that the procedure on (B)(6) 2021 also included revision of most of the vertical scar on the left side with lateral capsulorraphy and current implant (mentor smpx 350ml) was left in place. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).